Manufacturer narrative:
Concomitant medical products: 6935m62 lead implanted: unknown, medtronic lead, implanted: unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about two week after implant, there was a suspected infection at the cardiac resynchronization therapy defibrillator (crt-d) site with an absorbable envelope. Blood tests were ordered and the patient commenced on antibiotics. The patient came into the clinic two weeks later. The physician checked the wound and the patient felt the wound was much better. The wound appeared clean and dry. No further actions were taken and the event resolved. The device remains in use. The patient is a participant in the (B)(6). No further patient complications have been reported as a result of this event.